Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tubing got detached from connector on the third day of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.